Manufacturer narrative:
The vessel sealer extend instrument was received and analyzed by failure analysis. Failure analysis confirmed the customer-reported issue was due to a dislodged grip return spring. Visual inspection revealed a dislodged spring at the proximal end, causing the blade to remain exposed inside the jaws and leading to initialization failure. The instrument failed initialization during in-house testing, despite passing engagement. It failed all three initialization attempts, and no failure logs were available. The complaint was confirmed by failure analysis. The probable root cause for the closing of the forceps tips issue is attributed to the dislodged grip return spring at the proximal end. This causes the jaws not to properly close.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the vessel sealer extend instrument could no longer close from the open position. The procedure was completing as planned with no reported injury.